Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead had increased threshold. The pace/sense portion of the rv lead was capped and replaced and the high voltage portions of the rv lead remain in use. No patient complications have been reported as a result of this event.